Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found for serial number 8y3q43 within the investigation window. The allegation was not confirmed. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over 1 hour is reportable based on the transmitter never been paired. No injury or medical intervention was reported.